Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with 6 prostyle devices. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B5: describe event or problem: updated. D4: lot # corrected from 4071142 to 4071941. D4: primary UDI number corrected to (B)(4).

Event description:
Subsequent to the previously filed report, an additional plunger was returned which showed signs of a cuff miss. The account was unable to provide further information regarding the additional device. No additional information was provided.